Manufacturer narrative:
Initial

Event description:
It was reported that the user could not select ¿yes¿ when prompted to confirm drops during setup after performing a factory reset, and they initially bypassed ilet setup by proceeding directly to the insulin cartridge step; the reset had been undertaken on a clinician¿s advice due to elevated blood glucose. Symptoms included hyperglycemia prior to the reset. Outcomes included no reported injury and no hospitalization. Investigation included remote troubleshooting and education, including a guided force restart through the ilet mobile app and completion of the factory reset. Investigation of this case revealed a use error during setup with a screen interaction issue that was resolved through proper restart and completion of the setup process; no hardware malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup and use, resolved through troubleshooting and education.